Event description:
Received in report patient on 7l optiflow, fio2 100% on blender with spo2 below ordered range. At this time analyzer reading 21%. Analyzer replaced and patient placed on continous positive airway pressure (bcpap) +5, fio2 100% on blender with no change in analyzer reading or spo2. Patient placed on oxygen tank with immediate change in analyzer reading and improved spo2. Blender was changed out and patient placed back on blender with appropriate analyzer reading. Able to wean fio2 to meet ordered spo2 range. Nightshift registered therapist (rt) noticed blender was at 100% but analyzer reading 21%, got a second analyzer, same thing and even tested analyzer with a different blender to assure that it was working. Blender switched out and issue resolved. Blender sequestered and will be checked out. Not due for maintenance until next month, complete overhaul not due for 2 years. Review completed by respiratory coordinator, possibly defective equipment removed/sequestered for follow up checks/correction. Event did not impact condition of patient.